Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and was advised to contact support again if the issue reappeared, which the caller acknowledged and understood.